Event description:
Info received indicates the head section moved up unintentionally.

Manufacturer narrative:
The technician found the switch on the left outside siderail control was sticking. The technician replaced the outer siderail control to repair the bed.